Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of printed circuit board of the subject device. Also the subject device had been repaired by third party vendor. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of printed circuit board which might be caused some abnormality by the previous repair of third party vendor. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified surgery using the subject device in combination with the video processor cv-290sl at the user facility, it was found that the subject device could not be turned the power on. The user facility replaced the subject device to another similar device to complete the procedure. There was no report of patient injury associated with this event.